Event description:
Under the chin mask, placement is considered a positive attribute by the MFR. This design maybe a detriment to pts due to this fixation point creates an up and down sawing motion on the bridge of the nose whenever the pt talks or opens their mouth. In the first month of use, we have seen this with 5 patients. These patients exhibit significant breakdown in skin at the bridge of the nose. In this specific case, not previously experienced with other brand masks. Dates of use: 2007.